Manufacturer narrative:
1 pending device was not evaluated, as the issue was identified and resolved through communication/interviews with the user facility; no defect or malfunction was found.

Event description:
This report summarizes 4 malfunction events, where it was reported the devices experienced unintended cot lowering or cot dropping to lowest position. There were 3 events with patient involvement; no adverse consequences were reported.

Event description:
This report summarizes 3 malfunction events, where it was reported the devices experienced unintended cot lowering or cot dropping to lowest position. There were 2 events with patient involvement; no adverse consequences were reported.

Manufacturer narrative:
The device that was pending was evaluated in the field but the issue was not confirmed; no defect or malfunction was found. Section h codes have been updated. Because of this, the number of reported events has been changed from 4 to 3. 2 devices are still pending evaluation.

Manufacturer narrative:
One device that was pending was evaluated in the field but the issue was not confirmed; no defect or malfunction was found. Section h codes have been updated. Because of this, the number of reported events has been changed from 3 to 2. 1 device is still pending evaluation.

Event description:
This report summarizes 2 malfunction events, where it was reported the devices experienced unintended cot lowering or cot dropping to lowest position. There were 2 events with patient involvement; no adverse consequences were reported.

Manufacturer narrative:
The device pending evaluation was evaluated in the field and the issue was confirmed. The device was repaired on site and returned to service. Section h codes have been updated to reflect this.

Event description:
This report summarizes 2 malfunction events, where it was reported the devices experienced unintended cot lowering or cot dropping to lowest position. There were 2 events with patient involvement; no adverse consequences were reported.

Event description:
This report summarizes 4 malfunction events, where it was reported the devices experienced unintended cot lowering or cot dropping to lowest position. There were 3 events with patient involvement; no adverse consequences were reported.

Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 4 devices are pending evaluation. There was no remedial action taken. This device is not labeled for single use.